Event description:
It was reported that the right ventricular (rv) defib impedance had been slowly rising and was varying. It was also noted that the rv thresholds had increased. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592 implantable pacing lead 2005 (B)(6). (B)(4).